Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the lead was strongly adhered to the subcutaneous tissue and fascia with the tines. The lead was broken and it was decided to leave the distal end as it would not cause harm to the patient. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, serial#/lot#: (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28 (lot: va1mfrn); product type: 0200-lead; implant date (B)(6) 2018; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had a lead fragment since 2022. On (B)(6) 2024 a second call was received and the reason for call was to get MRI information. The caller indicated that the patient had a partially abandoned lead that was damaged during explant, the caller stated that they assumed this occurred in 2022. The caller indicated that urology and the radiologist had signed off on patient eligibility. But the patient remote showed eligibility cannot be determined. Troubleshooting was not required. The issue was not resolved through troubleshooting. Technical service (tss) reviewed MRI information and transferred the caller to national answering service (nas) to page a manufacturing representative (rep).